Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information this pacemaker's battery estimates were inconsistent with the magnet rate. A message was displayed indicating that the device could reach end of life (eol) in less than 3 months. It was noted that the right atrial (ra) and right ventricular (rv) leads had chronically high programmed outputs and low pacing lead impedance measurements. Boston scientific technical services (ts) discussed there is no assurance the device may get 90 days from elective replacement time (ert) to eol due to the programmed high outputs. Ts, thus, advised to schedule a device changout once the clinic observes a magnet rate of 85 through the transtelephonic monitoring (ttm). At this time, the device remains in service. No adverse patient effects were reported.